Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel in the forearm. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation; however, during initial inflation at 10 atmospheres, the balloon ruptured. The device was removed without any issue. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient condition was good.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). D4 - lot number updated from 25895372 to 25833728. D4 - expiration date updated from 08/21/2023 to 08/10/2023. H4 - device manufacture date updated from 08/21/2020 to 08/10/2020. Device evaluation by MFR.: returned product consisted of a sterling balloon catheter with the balloon protector over the balloon. Visual and microscopic inspection revealed a pinhole on the distal balloon cone. The reported burst was confirmed.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel in the forearm. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation; however, during initial inflation at 10 atmospheres, the balloon ruptured. The device was removed without any issue. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient condition was good.